Event description:
The facility reported a colleague infusion pump with a malfunction of over infusion on channel b and c. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
The customer reported trouble rewinding the insulin pump. The customer replaced the battery twice, then the screen began flickering. The insulin pump gave battery related alarms, the buttons were not responding and the back light was flickering. The customer also reported fluid underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of over infusion. Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was sent back for evaluation. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, pneumo was leaking from the devices. The case was completed with the devices. A second insufflators was added to the procedure to keep the insufflation to 15. There was no patient consequence.

Manufacturer narrative:
(B) (4)